Manufacturer narrative:
Additional information was provided on april 17, 2017. The patient suffered a urinary retention postoperative (requiring urinary catheter re-insertion and an unspecified medication), urinary tract injury/post-procedural hematuria (requiring no medical or surgical intervention), and hematuria (requiring an unspecified medication). Cardiovascular medical history includes hyperlipidemia. Less than 7 days post-procedure, the patient was diagnosed with a urinary tract injury. Issue resolved without sequelae. No intervention was administered. Principal investigator assessed this event as mild in severity, not serious, not device-related, and possibly index procedure-related. More than 7 days post-procedure, after urinary catheter removal, the patient experienced hematuria. Medication (unspecified) was administered. Issue resolved without sequelae. Principal investigator assessed this event as mild in severity, not serious, not device-related, and possibly index procedure-related. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Additional information was provided on february 8, 2017 stating that intervention taken was to re-insert a foley catheter and flomax medication was provided. (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant products: circular ablation circ loop catheter: model #: d-1322-14-si, lot #: 17533023l. Circular ablation circ loop catheter: model #: d-1322-14-si, lot #:17532611l. Nmarq generator: model #: d-1341-07-I, serial #: (B)(4). Coolflow pump: model #: m-5491-131-I. Serial #: (B)(4).

Event description:
During a clinical trial, sponsored by biosense webster, inc., during an ablation procedure for symptomatic atrial fibrillation with a lasso catheter a (B)(6) male patient suffered urinary retention postoperative requiring extended hospitalization. There is no cardiovascular medical history noted. Less than 7 days post-procedure, the patient was diagnosed with urinary retention. No intervention was necessary. Patient required 1 day of extended hospitalization as a result of this adverse event. Issue resolved without sequelae. Principal investigator assessed this event as mild in severity, serious, not device-related, and possibly procedure-related. It was also reported that there was a not reportable temperature issue that occurred with the circular ablation circ loop catheter during the procedure. This catheter was never inserted into the patient. The circular ablation circ loop catheter was replaced and the issue resolved. Since the patient required prolonged hospitalization as a result of this adverse event, this is MDR reportable.